Manufacturer narrative:
For dilution testing, product labeling states, "samples with folate concentrations above the measuring range can be diluted manually with diluent universal. The recommended dilution is 1:2. The concentration of the diluted sample must be > 8.5 ng/ml or 19.3 nmol/l." The investigation reviewed the provided calibration and qc results were within the acceptable ranges. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys folate iii results for one patient tested with a cobas 6000 e 601 module. It was unknown if the elecsys folate results were reported outside the laboratory. The patient had a sample collected on (B)(6) 2022. The customer performed dilution testing with a sample, tested a sample with clia methodology, and sent a sample for investigation and tested on a cobas e 411 immunoassay analyzer and a cobas 8000 e 602 module. The patient's folate result of >20 ng/ml was considered correct by the customer. The customer's e 601 module had a serial number of (B)(4). The folate reagent lot number was 536855 and the expiration date was requested but not provided. The serial numbers for the investigation's e 602 module and e 411 immunoassay analyzer were requested but not provided. The folate reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
Additional information was received clarifying the sample the customer measured by clia with a result of 18.01 ng/ml was the sample from (B)(6) 2022, not the sample from (B)(6) 2022.

Manufacturer narrative:
Section d4, expiration date was updated. The qcs were within the specified ranges. The calibration data from 21-jun-2022 showed signals that were within expectations. However, calibrator 2 was somewhat on the lower side. The calibration and qc data do not suggest a general reagent issue. The investigation determined that based on the available information, it is plausible that the initial flagged result from the 08-jun-2022 sample was a non-reproducible high result because the same sample in the investigation site gave reproducible results - approximately 4.6 ng/ml, which matched the result of the 21-jun-2022 sample (5.44 ng/ml). Regarding the discrepancy of the results with another method, there was no information that could be obtained regarding which results were considered correct or which results matched the clinical picture. Apart from the initial high result, the rest of the elecsys results were reproducible and matched between the two samples from the patient. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with rbc folate, the patient's medical history, clinical examination, and other findings.". The investigation did not identify a general reagent problem. The cause of the event could not be determined.